Event description:
The customer reported, "halation occurred in fluoro (a monitor is pure white and kv is 120 kv), and the surgery was continued after that and it was completed. There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of pt or staff injury was reported.